Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the measured battery data was 2.62 v, 104 ua and <1 kohms. Multiple measurements gave current drain readings of >100 ua, even though the output was programmed to 0 v.